Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported the patient presented to the device clinic after experiencing pleuritic chest pain and a syncopal episode. It was discovered that the right ventricular (rv) lead had perforated and caused a left hemothorax. The rv lead was explanted and replaced as well as placement of a left chest tube in conjunction with thoracic surgery. No further patient complications have been reported as a result of this event.